Manufacturer narrative:
Nathe device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2020, percutaneous intervention was performed on the saphenous vein graft (svg) to right coronary artery. During advancement of the trek balloon dilatation catheter, within a 6french guideliner, resistance was met and the trek balloon separated. The device had not yet exited the guideliner into the artery. The guideliner containing the trek device and separated balloon, was removed from the patient. There was no adverse patient effect. No additional information as provided regarding this issue.

Manufacturer narrative:
The device was returned for analysis. The reported material separation was able to be confirmed. The reported difficult to advance was unable to be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Resistance with the guiding catheter usually occurs because either the device is not coaxially aligned, meaning it¿s not inserted straight, so it interacts with the guiding catheter, or the shape of the anatomy can angle the guiding catheter such that the device bumps into it, causing resistance. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction with the guiding catheter resulted in the reported difficult to advance. Manipulation of the device resulted in the noted device damages (stretched/wrinkled/bunched inner member and outer member, multiple hypotube bends) and ultimately resulted in the reported/noted material separations (inner/outer member). Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.